Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up episodes of nsrvos due to a wide qrs were observed. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were made during the device check and will be discussed with the following physician. An induction test to test the decreased sensitivity settings was also discussed. On (B)(6) 2017 the egm¿s were reassessed and was believed the lead noise was in fact due to myopotentials and recommended turning off the low attenuation filter rather than the changing any other parameters. The programming changes were made and patient remains stable.